Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient¿s lead migrated superiorly, and as a result lost effective therapy. Surgical intervention took place on (B)(6) 2022 wherein the lead was repositioned and anchored to the appropriate location. Effective therapy has been established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.